Event description:
It was reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to press the button effectively, confirmed that the display could still be turned on with difficulty. Customer reverted to using multiple daily injections as backup therapy.